Event description:
It was reported that during a stent procedure, the molded tip/soft tip of the stent delivery system (sds) separated upon removal from the pt. The sds soft tip was found on the guide wire was removed with the guide wire. Reportedly, there was no pt injury.